Event description:
Boston scientific received information that the pacing lead impedances with this right ventricular (rv) lead increased from 280 ohms to 1,000 ohms. Pacing threshold measurements had also increased from 1.4 volts to 3.3 volts. Additional information received indicated the lead configuration was reprogrammed to unipolar and the lead impedances decreased to 280 ohms and thresholds stabilized. The patient is not pacemaker dependent, however symptoms of light-headedness were reported. The physician planned to monitor the patient and follow-up within one month. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.